Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding an implantable drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was not reported. It was reported that the patient has been having respiratory issues (low rate). The patient¿s dose was increased recently, but does not know the exact date. The symptoms started in october but the caller didn't know the exact date. No interventions were mentioned. It was unknown if the change in therapy/symptoms were sudden or gradual. The patient's current status was that they were hospitalized. The hcp had planned on looking for assistance with decreasing the patient¿s dose. There were no further complications reported/anticipated.